Event description:
Surgeon placed shaver into uterus and attempted tissue removal. It was noted not to be working. Shaver was then removed from patient and retested outside the uterus. Upon examination, the window where the blade is housed was not opening when foot pedal was activated. A new handpiece was opened, tested before entering pt and noted to be working as normal. Case continued without issue.